Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 335 mg/dl; cause was not known. A bolus was delivered via pump. Customer was hospitalized and alleged the pump was not delivering insulin. A pump system check was performed with tandem technical support; no device issues were identified. Customer declined to remove infusion set cannula for inspection and thought that the insulin may have been exposed to heat, but it could not be confirm at the time of the report. Customer acknowledged the results of the system check and declined further troubleshooting. Customer had not yet been discharged and declined to provide further information regarding the hospitalization.